Event description:
It is reported that the (gc) guiding catheters (two gc 5french 056 mpd 90cm envoy) were introduced into the artery and while contrast was injected, it was noticed that air had been introduced into the blood vessel. Additional info indicated that the account is not sure which catheter, if any, may have some sort of cracked hub that may have led to the bubble. Therefore, they just want to make sure, therefore, both catheters are being returned.

Manufacturer narrative:
The account indicated that during the procedure, a three way touhy was utilized connected to the hub of the catheter, and a bottle of contrast is attached via extension tubing to the contrast bottle. Then, a 20cc syringe was utilized for the procedure, and before injecting the contrast, all the air was removed from the syringe. There were no other issues noticed with the device, other than the reported event of air seen upon injecting the contrast. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No non-conformance records or excursions were issued for this lot. The molding results were reviewed and no anomalies were found. Calibration records for molding were reviewed, and it was found that the equipment / tool were calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for molding machine were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. The product was returned for analysis, but the evaluation and testing has not been completed. Additional info will be submitted within 30 days of receipt. This is one of two products involved with this adverse event, which is associated with mfg report # 9616099-2009-01379.